Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient, implanted with this lead, received inappropriate high voltage therapy shocks due to the sensing of noise. The r-wave was low. The lead was removed and replaced. No patient complications have been reported as a result of this event.